Event description:
The customer reported obtaining erroneous gi monitor (immunoassay for the quantitative determination of ca 19-9 antigen levels in human serum and plasma) quality control (qc) results on (B)(6) 2013 involving the unicel dxi 800 access immunoassay system. The customer also reported obtaining a digoxin patient result of 0.00 ng/ml which recovered 0.7 ng/ml upon repeat. The customer repeated the sample because the patient was being administered digoxin and a result of 0.0 ng/ml should not be obtained. When the discrepant digoxin result issue was noticed, the customer repeated additional patient samples and obtained 2 non-reproducible gi monitor results, 1 non-reproducible total t4 result, and 1 non-reproducible estradiol result in connection with this event. The customer was unable to confirm if there were any changes or affect to patient treatment in connection with this event; however, the customer reported afterward that there was no serious injury requiring medical intervention associated with this event via a returned data form. Gi monitor qc failure described by the customer was verified in the supplied archive data. Qc performance on reagent pipettor 3 was failing far outside of the customer's established ranges on (B)(6) 2013. A beckman coulter field service engineer (fse) was dispatched and verified that the problematic results were observed on pipettor #3. The fse stated that the reagent pipettor tip #3 was "badly worn" and replaced the tip. The fse also observed crystalline deposits (salt) along the pipettor #3 precision pump. The fse cleaned the pump and replaced the seals to prevent further leaking. Repairs were verified per established procedures and results met published specifications.